Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations did not confirm the initial reporter's complaint. No trouble was found and failure analysis was unable to reproduce the alleged reported issue. No parts were replaced. The instrument was placed on a system and was driven. A recognition and engagement test passed. The blade track had bio debris. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and successfully performed cut test through red foam and seal test also passed. The conductor wire did not display any damages. Instruments grips exhibit mechanical damages on the surface. Damages to the grips resemble tip to tip collision. The failure was replicated during an in-house testing. Based on testing it is possible for fragments to fall from grips. Based on the size of the fragment falling from grips, failure analysis was unable to determine if material was missing. An additional observation not reported by the site was that the instrument grip tips had scratches towards the tip. The scratches measured approximately .390. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2014 and it showed that the instrument was working fine. There was a 12 pedal duration and the instrument was used for 10 minutes and 55 seconds. The reported complaint of audio tones not working does not itself constitute a reportable event this failure mode does not meet the criteria of a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the grip tips had scratches and missing material was found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci surgical procedure the audio was not working on the vessel sealer instrument and the surgeon was unable to identify when or if the vessel was sealed. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient. Intuitive surgical, inc. (Isi) contacted the initial reporter to get clarification and obtained the following information on (B)(4) 2014: the surgeon used the vessel sealer for about 25 minutes when it stopped toning during use. There was no error message seen even after resetting and doing a hard wire shut off. Once turned back on, the vessel sealer worked, but still had no audible tone. A red message did show up on the generator screen when it was time to release the jaw. No further clinical information was provided.